Manufacturer narrative:
This device has not been received by this manufacturer. Therefore, a failure analysis is not available and we are unable to determine the relationship this device and the cause of this event. Should further relevant details become available a supplemental medwatch report will be filed under the appropriate sequence number.

Event description:
A customer reported to bbc that a patient underwent a therapeutic procedure in 2006. It was reported that "the pebax was detached into the bile duct. The detachment was retrieved with stone by the basket device and the retrieval balloon." The procedure was completed with this device. There was no reported complication or ill effect sustained by the patient.